Event description:
This report is being filed upon notification from our MFR in (B)(4) to submit this event that happened in (B)(6). Problem: it was discovered this x-ray system's collimator box had a loose mounting ring. There were no falling objects and no involvement by any person.

Manufacturer narrative:
(Eval method, results and conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.